Event description:
It was reported that when using bd pyxis¿ es server, there was slowness on all stations when accessing medications and when users attempted to log in. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.